Manufacturer narrative:
The user reported experiencing a low glucose event and provided an example from 3-aug-2025 at 9:08 pm with sg 261 mg/dl and bg 58 mg/dl. Review of the data management system (dms) confirmed glucose alert settings of low alert at 65 mg/dl and high alert at 185 mg/dl. Dms data review showed that on 3-aug-2025 at 9:09 pm, the user's sg was 259 mg/dl and no bg value was entered. Review of the alert history confirmed that the user did not receive a low glucose alert because the sg remained above the configured low alert threshold of 65 mg/dl. The user did not seek medical treatment and resolved the event by ingesting glucose. The user's hcp was not aware of the event, and the user was advised to follow up with the hcp for further medical guidance.in an associated case of sensor inaccuracy inclusive of the event and under this case an RMA was issued for the sensor. The sensor was returned and tested in-house, and the analysis showed no issues with sensor chemical performance. A review of the raw sensor data revealed depressed signal and reference channels since insertion and this most likely caused the observed sensor inaccuracy. The potential root cause for the reported failure mode may be related to an issue with the in vivo state of the sensor hydrogel, which could not be reproduced during in-house testing. This may occur in some instances where a failure mode present in the body is not replicated in the lab. As part of the resolution, the user was offered a sensor replacement. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Event description:
Senseonics was made aware of hypoglycemia event where the patient did not receive low glucose alert from eversense cgm system due to possible sensor inaccuracies. The event details are as follows: 03-aug-2025 9:08 pm gmt sg 261 bg 58 provided in notes. The patient did not seek medical attention and was able to self resolve the event by ingesting glucose.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.